Manufacturer narrative:
(B)(4). D10 unknown liner. Unknown cup. Unknown stem. G2. Report source: china. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was admitted to the hospital approximately 2.5 years ago for treatment of medically aseptic femoral head necrosis. Two years postoperatively, he developed femoral head fracture due to a fall. Revision surgery was performed. Diligence is complete and to date no additional of the reported event is available.

Event description:
It was reported that the patient was admitted to the hospital for treatment of medically aseptic femoral head necrosis. Approximately two years postoperatively, the patient developed a femoral head fracture due to a fall. Revision surgery was performed. Diligence is complete and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. It was reported that the biolox head fractured upon fall of the patient, which may have caused or contributed to the fracture; nevertheless, due to the significant lack of information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.